Manufacturer narrative:
Integra has completed their internal investigation on 10/09/2015 . The investigation included: methods: review of device history records, review of complaints history. Results: the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
(B)(4) / duraseal exact spine sealant post-approval study subject number: 1607. (B)(4). The patient had a tumor removed from t3-t4 on (B)(6) 2015. During the procedure, an intentional dural tear occurred. Primary closure was done using sutures (prolene, 6-0). Leak assessment after primary closure indicated that there was no leak. Duraseal exact (5ml) was placed over the sutures. The main wound was closed by sutures. The patient returned on (B)(6) 2015 and was complaining of increasing peri-incisional soft tissue swelling around her low neck and upper thoracic region over the past 1-2 months, but more noticeably over the past month. The patient denied any incisional drainage, recent fevers, chills, nausea or vomiting. The patient received a MRI and it was discovered she had a large pseudomeningocele extending posteriorly from the t2-t4 level to the posterior soft tissues without evidence of spinal cord compression or cord signal changes. This event as classified as a serious adverse event of "mild" severity with a possible relationship to the device. In addition, it was noted that the healing of the incisional wound was abnormal. The patient did not experience a deep surgical site infection. Neurological examination was normal. The patient was readmitted to the hospital on (B)(6) 2015 to undergo lumbar drain placement and exploration of the source of the dural leak. The patient was transferred to the ICU in stable condition and was discharged from the hospital on (B)(6) 2015.